Event description:
"Patient's father indicated unit was alarming for constant disc connect sense alarms and then shut down, while hooked up to patient. Patient was placed on backup vent". No allegation of patient harm. Additional information received states, "the machine shut off and continued to make a clicking noise and the vent inop light was activated".